Event description:
On november 21th, eri alert received via remote monitoring, and eri was also confirmed during the follow-up on the same day. The battery remained at 59 percent on the previous day. Device currently remains implanted. Should additional information be received, this file will be updated.